Event description:
The -publicity oricle hearing aid is totally a wrong product of this distributor lifetime well llc. 2400 kettner blvd # 212, san diego, ca 92101; phone# 1-833-258-8167 and e-mail: support@oriclehearing.com. "Manufactured under strict quality standards, the device complies with iec60601-1, iec601 18-7/13, iso 10993 iso1.